Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event log was unable to be downloaded due to the error code 1720. The power up process was conducted and error 1720 was duplicated. The issue was caused by a broken capacitor wire. The backup capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.